Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that post-operative of the initial implant, routine postoperative follow-up revealed screws backing out of construct when plain film x-rays were analyzed. Patient was scheduled for revision surgery which involved removal of screws and reimplantation of new screws. Patient underwent a revision procedure on (B)(6) 2018 due to three (3) 3.0mm titanium cervical spine locking screws 16mm that had backed out of one (1) of the two (2) implanted zero-p natural constructs (8mm or 9mm). The screws were removed from the one (1) cage and both cages remained implanted. The plate remained implanted. New screws were implanted into the existing cage under intraoperative fluoroscopy. Revision surgery was nominal and there was no surgical delay. Procedure was completed successfully. Concomitant devices reported: zero-p implant (part # unknown, lot # unknown, quantity # unknown), 3.0mm titanium cervical spine locking screw 16mm (part # 04.617.816, lot # unknown, quantity # 1).

Manufacturer narrative:
Patient information not available for reporting. Date of device migration is not known. (B)(4) lot number unknown. Additional product code: kwq. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is scheduled for a revision procedure on an unknown date due to three (3) 3.0 mm titanium cervical spine locking screws 16 mm that appear to have backed out of the zero-p natural construct. Patient consequence is unknown. The patient underwent an anterior cervical fusion at an unknown level and was initially implanted with the hardware on an unknown date. Concomitant devices reported: zero-p implant (part number unknown, lot number unknown, quantity unknown), screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 3.0 mm cervical spine locking screw 16 mm. This is report 3 of 3 for (B)(4).